Event description:
The customer reported via phone call that the insulin pump alarmed motor error three times during bolus delivery. The insulin pump also alarmed no delivery. The insulin pump was exposed to a x-ray in december and (B)(6) 2013. The customer was able to complete the rewind sequence. The customer went to emergency room due to a heart related issue and not due to the use of the insulin pump. Customer's blood glucose level was 76 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.